Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to a wound care check with redness around the pocket site. The system was removed due to concerns of a possible infection. The patient was stable post-procedure.